Manufacturer narrative:
The initial MDR 1226181-2015-00454 was filed on august 05, 2015. Additional information (08/07/2015): a siemens headquarters support center (hsc) specialist reviewed the instrument but did not find any instrument malfunction. The quality controls and precision testing were acceptable. As a precautionary measure, the customer runs all patient samples for calcium in duplicate to determine if the issue is pre-analytical. The cause of the discordant, falsely low calcium results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens healthcare diagnostics is investigating the issue. The cause of the discordant, falsely low calcium results on one patient sample is unknown.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample upon repeat testing on a dimension vista 1500 instrument (s/n: (B)(4)). The sample was initially run on an alternate dimension vista 1500 instrument (s/n: (B)(4)) and three of four replicates were falsely low. The discordant results were not reported to the physician(s). The sample was repeated twice on the instrument with s/n (B)(4), resulting higher both times. The correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.